Event description:
It was reported that the patient with this artificial urinary sphincter (aus) feels pain in the area of implant. The patient stated that he has seen other physicians but without any results. The patient was suggested to remove the implant, but he doesn't want to because he is happy with the results. The aus is currently implanted. There were no additional patient complications.